Manufacturer narrative:
A patient had a lead revision due to lead position was reported to abbott. It was determined the patient's lead was too medial and the patient had ineffective therapy. As a result, the patient's lead was explanted and new lead replaced in more lateral position to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation with the original lead placement. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a new lead in a optimal position. Surgery addressed the issue.